Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose level of 45mg/dl, cause was unknown. The customer consumed carbohydrates to address the bg level. Additionally, intermittent altitude alarms occurred while the pump was not outside the labeled altitude operating range. Reportedly the customer continued to use the pump for insulin therapy.